Event description:
It was reported that after a sheathless iab insertion, bleeding at the insertion site was noticed. The iab was removed and another catheter inserted using an introducer stheath. There were not further problems and no patient complications associated with this event.